Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that capsular bag ripped during lens insertion. The lens was removed from eye and another lens was implanted. Additional information has been requested, but no additional information has been received.